Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to image sensor unit, or the failure of the internal circuit board of video connector or the system caused the event. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the rubber adhesive part of the bending section was chipped. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the image displayed a magenta color tone. This report is being submitted for the malfunction found by service during the device evaluation [irregular color tone].

Manufacturer narrative:
During inspection and testing of the device, service confirmed the rubber adhesive in the bending section was chipped due to deterioration caused by chemical or physical stress. The angle lock was loose. The light guide connector was deformed due to external factors. The grip, universal cord, light guide cover lens, light guide connector, video connector, and video connector case, demonstrated scratches due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.